Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump suddenly stopped and displayed motor control failure error message during priming. There was no patient involvement.

Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective motor power amplifier board. The part was replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.